Event description:
It was reported to boston scientific corporation that the patient was implanted with an advantage transvaginal mid-urethral sling system on (B)(6), 2008. According to the complainant, post-procedure, the patient presented with unspecified complications. According to the physician, the patient was last sen in (B)(6) of 2008 and there were no reported complications due to the device. The patient's condition at that time was reported as fine. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.